Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that during procedure the catheter was placed intrathecally but then when the health care provider (hcp) attempted to remove the guidewire, it became stuck in the catheter. The wire would not come out of the catheter and the handle broke off of the wire after pulling. The catheter was then removed and a new 8780 was used without incident. There were no patient symptoms or complications associated with the event. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The type of medication being delivered via the device system was not provided.